Manufacturer narrative:
(B)(4). It was reported that the patient underwent the initial laparotomy procedure on (B)(6) 2011. The patient was treated with alginate and biatain wound dressings on (B)(6) 2011.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ll plus antibacterial suture. Pds ii (polydioxanone) suture. This is one of two medwatches submitted for this device. See also medwatch 2210968-2011-00635. The same device is represented in each medwatch as it was involved in two events.

Event description:
It was reported that a patient underwent a laparotomy procedure on an unknown date and suture was used for continuous abdominal fascial closure. The patient developed wound dehiscence on (B)(6) 2011 and was treated with reoperation of wound opening, and wound care.